Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy with uterine morcellation procedure at the united health services, (B)(6) in (B)(6) and the following month was informed that she had cancer - specifically, leiomyosarcoma.

Manufacturer narrative:
During the discovery process of the litigation, it was determined that a karl storz product was not used during this subject adverse event. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy with uterine morcellation procedure at (B)(6), and the following month was informed that she had cancer - specifically, leiomyosarcoma.

Manufacturer narrative:
There was no indication of any malfunction of the device.